Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented for follow-up with high capture threshold exhibited by the right ventricular lead. The patient was scheduled for lead revision and the lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.